Manufacturer narrative:
The device was returned to olympus for evaluation. The reported event was confirmed. The forcep was plugged into the test esg-400 generator and an e619 ¿data transfer" error displayed immediately. The error would not clear. The device was unplugged and reconnected to the generator this time displaying an e486 ¿no instrument detected¿ error message. The device was again unplugged and reconnected to the generator a third time with no error messages observed. The blue coag button was tested and found to have a hair trigger which required a very light touch to activate the coag function. It was noted that at one point during testing the coag function activated without touching the button and remained on. The blue button was removed to reveal that the left dome switch is collapsed. Based on similar reports, a collapsed left dome switch caused a closed electrical circuit resulting in the error message on the generator and allowing the coag function to activate on its own.

Event description:
Olympus was informed that during a bilateral salpingo-oophorectomy (bso) procedure, the device would not coagulate. There were no error messages observed on the generator. The intended procedure was completed with a similar device. There was no patient injury reported.